Event description:
The customer reported an intermittent loss of x-ray. This issue will cause the system to be unusable. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair info is not available.